Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
After cardiac ablation procedure with a qdot micro catheter, the patient experienced complete deep vein thrombosis and pulmonary embolism. The treatment provided is unknown and the last known patient status is unavailable. Additionally, the patient experienced oozing from the groin site treated with fem stop to control the bleeding. The report indicated that at the end of the procedure, the patient had oozing from the groin site treated with a fem stop to control the bleeding/oozing. Then, while discharged from the hospital, the patient went into cardiac arrest. The patient sustained pulmonary embolism due to a deep vein thrombosis (dvt). Confirmation of the injury and any subsequent medical intervention remain unknown. The last known patient status is unavailable. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.